Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 130 units of insulin during the load sequence. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. As well, as that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer reloaded the cartridge to resolve the issue. The customer's blood glucose was 109-118 mg/dl.